Event description:
Small p-waves trended. Last measured 0.9mv, and the trend appears stable around that value over time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).